Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735638, serial/lot #: (B)(4). The representative went to the site to preform system check out as it was noted that the physician noted a 2 mm error when testing accuracy. It was noted that they tested the system and the instruments and registration are in good condition. When they were using the system , they set instruments cart which is metal material to close to the emitter, so the magnetic field was impact and the errors displayed on screen was 3.1. They moved the cart away, and the system was normal. All test passed and there were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for procedure. It was reported that the system is not accurate. There was no harm to the patient present, and there was no delay.